Event description:
An endurant ii stent graft system was implanted during an endovascular procedure for the treatment of an abdominal aortic aneurysm. It was reported on an unknown date approximately 6 years post the index procedure 2021 follow up CT identified aneurysm enlargement (compared with previous follow up imaging in 2020) and a type ia endoleak was observed. Additional treatment was performed where a non-mdt stent device was implanted and extended to the chest/abdomen area. The renal artery and sma were reconstructed with a non-mdt stent graft and branch stent graft. It was noted during the intervention procedure via fluoroscopy that there was a a stent fracture and migration. As per the physician the cause of the event cannot be determined. No additional clinical sequelae was provided and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was confirmed the stent fracture and migration were contained in the main body etbf2816c124ej. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: the physician confirmed that suprarenal stent overlapping occurred. Product analysis: the reported stent entanglement, fracture, migration and type ia endoleak were confirmed on the films provided; however , the cause of the event could not be fully determined. The angiograms provided showed only one view (a-p). It is possible that the neck angulation may have contributed for the tapered tip getting caught on the suprarenal stents during removal and may have contributed to stent overlap and entanglement. The bifurcate stent graft appeared to have migrated distally due to stent fracture and separation from the proximal stent graft margin of the main body bifurcate, which likely resulted in a proximal type ia endoleak, which likely contributed to the aaa expansion. It is possible that disease progression due to likely neck dilatation over 5 years since implantation, along with the noted stent overlap may have contributed to the suprarenal stent detachment and fracture. Lack of stent graft proximal neck radial support caused by stent overlap and neck dilatation may have allowed increased loading of the graft fabric and/or sutures at the suprarenal stent to bifurcate fabric attachment, with eventual failure of the graft fabric/sutures and resulting distal migration of the bifurcate. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis conclusion: the reported stent fracture, migration and type ia endoleak was confirmed on the films provided; however , the cause of the event could not be fully determined. The bifurcate appeared to have migrated distally due to stent fracture and separation from the proximal margin of the main body bifurcate, which likely resulted in a proximal type ia endoleak, which may have contributed to the aaa expansion. It is possible that disease progression due neck dilatation over 5 years since implantation may have contributed to the suprarenal stent detachment and fracture. Lack of stent graft proximal neck radial support caused by neck dilatation may have allowed increased loading of the graft fabric and/or sutures at the suprarenal stent to bifurcate fabric attachment, with eventual failure of the graft fabric/sutures and stent resulting in distal migration of the bifurcate. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.